Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace corneal haze after photo refractive keratectomy (prk) in the left eye, at the 10 week postoperative visit. Topical steroid drops were increased. Another report is filed for the right eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).